Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found that the guidewire hydrophilic coating was not smooth and the ptfe (polytetrafluoroethylene) coating was peeled off 75.0cm from the proximal end; resistance was encountered during functional testing. Additional information provided confirmed the device was in good condition prior to the procedure and was prepared per directions for use (dfu). The ptfe coating appeared to have peeled due to an insecurely tightened torque device, however, this cannot be conclusively determined as the torque device used in this procedure was not returned for analysis. Based on the information available and investigation results, an assignable cause could not be definitively determined.

Event description:
Analysis of the returned device found that the ptfe (polytetrafluoroethylene) coating was peeled off; there was no clinical consequence to the patient as a result of this event.